Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that during the implant procedure, it was noted that the lead showed high (6000-8500 ohm) impedances on electrode # 4, 5 and 7. The lead was exchanged. Pt outcome: o.k.